Event description:
A customer reported experiencing a power source alert 07, which did not adversely impact their blood glucose level. The alert occurred while using a tandem charging cable and wall adapter. The issue was resolved after the customer followed instructions to plug the pump into a working outlet with tandem supplies and wait for at least 30 minutes, resulting in the pump beginning to charge. No further assistance was required after the pump started charging, and the customer was advised to monitor the situation and contact support if the issue recurred.